Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators; however, the grips moved in the opposite direction. The plastic housing was removed, and during the visual inspection, the grip cables was found to be very loose from the clamping pulley in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer observed that the large hem-o-lok clip applier instrument jaws were difficult to open and were stiff to rotate. The instrument was not used for the surgery. A new instrument was opened on the back table. The procedure was completed with no reported injury.